Event description:
When attempting to remove the stryker ivas 10 g cannula from the patients spine the blue handle disconnected from the metal cannula. At this time the surgeon attempted to remove the cannula but the tip of the cannula broke off in the patients spine. FDA safety report ID # (B)(4).